Event description:
It was reported that the actual residual volume in the pump was greater than the expected residual volume: "first time 6-7mls, second time 4ml." The patient had a return of symptoms. It was later reported that a catheter blockage was found during a revision procedure. There was cerebral spinal fluid backflow on the distal portion of the catheter, and the health care professional (hcp) was able to push fluid through the newly replaced sutureless catheter. But when the catheter was fully connected, the hcp could not aspirate. The hcp planned to replace the connector pin in case it was "clogged as well." The hcp tried aspirating through the connector also. No other information was provided. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).